Manufacturer narrative:
Added conclusion code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 10sep2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the power switch overlay to address the issue. The issue was resolved and the device now functions as intended after testing.

Event description:
The customer reported that the power led was not illuminating. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 25 oct 2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was installed into the test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the broken trace on the power on and ac led caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.